Event description:
Patient had a full system replacement done today. There was no obvious reason for impedance issues observed during surgery. System was discarded of by account.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high impedance issue was identified. An impedance check and stimulation testing were conducted, revealing high impedance values on certain electrodes. Troubleshooting included reprogramming the patient to utilize only electrodes 8-15. The patient was being treated for pain and was currently receiving coverage and pain relief. The issue was resolved, and no patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.